Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tip was protruded from the shaft during the peeling process. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.